Manufacturer narrative:
Date of event is estimated. The UDI is not provided as the device was manufactured prior to the requirement. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had high impedances on 2 of the 4 contacts on their scs lead. The patient states that this may have been caused by physical strain while playing with their children. The patient has ineffective therapy and may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The event of high impedance was reported to abbott. The system was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs lead was explanted and replaced to address the issue.